Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly on the subject of battery depletion the ICD was explanted on (B)(6) 2022 and returned for analysis. Upon reception, the returned device was interrogated: o ddd mode was present o proper sensing and pacing operations were observed; o no overconsumption was observed during consumption measurements by telemetry o battery voltage was measured at 2,72 v the device was then submitted to the standard electrical manufacturing test: no anomaly detected according to the current battery voltage.

Event description:
Reportedly, a premature battery depletion is suspected on the device.

Event description:
Reportedly, a premature battery depletion is suspected on the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a premature battery depletion is suspected on the device.